Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered four bursts of anti-tachycardia pacing and five shocks as inappropriate therapy for a suspected atrial or sinus driven tachycardia with rapid ventricular response. Boston scientific technical services (ts) reviewed the device data for the configured collection period, which revealed therapy had been exhausted. Additionally pacemaker mediated tachycardia stored episodes were discovered. Ts reviewed the episodes with the health care professional and advised for the patient to be seen by a cardiologist. The device remains in service. No additional adverse patient effects were reported.